Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as (B)(6) 2011). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the clip was caught within the locator, contradicting the reported experience that hemostasis was achieved with the clip. However, the returned condition substantiated the reported difficult device removal after the clip deployment. Inspection of the returned device suggested that the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. Subsequently, because the wings did not collapse, they captured the clip as observed. The clip being caught within damaged locator directly resulted in difficult device removal as reported. Consistent with the reported experience it was found that the access ports were utilized to facilitate the device removal. However, instead of activating the safety release after unlocking and retracting the thumb advancer, the device was forcibly pulled out of the patient anatomy, resulting in one locator wing detached from the distal retaining ring but remaining securely attached within the locator. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can damage the wings and interfere with the device removal after the clip deployment. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment (click 4), the device was reported to be stuck and difficult to remove. The access ports were used but the device could not be removed. The physician forcefully removed the device from the anatomy and the locator wings were observed to be broken, with no missing portions. Hemostasis was achieved by the clip. There was no reported adverse patient sequela. Though requested, additional information was not provided.